Manufacturer narrative:
The complaint of failure to interrogate was confirmed by analysis and determined to be due to premature battery depletion. Bench testing on the device was performed, and no sources of high current were noted. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that a device was unable to interrogate. The device failed to interrogate multiple times, with multiple programmers and rf wand. At previous check, remaining longevity and no therapies were noted. Telemetry tests were also successful. The device was explanted and replaced. The patient was stable before, during and after the procedure.